Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient encountered high blood glucose level due to leaking. The patient was hospitalized due to high blood glucose for 7 hours. The blood glucose level was reported 532 mg/dl and treated with manual injection/insulin pen. Moreover, the patient had been using the insulin pump system within 48 hours of reported low blood glucose event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country : the united states.